Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that trial and implant turned prematurely in the disc space whilst inserter was in the locked/closed position. When we checked the instrument outside the patient you could push the implant and trial over into turned position with very little force. There was no patient harm. It was reported that the surgery was prolonged about 30 minutes. This is report 4 of 4 for (B)(4).